Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high blood glucose level of 400 mg/dl and a blank display. Customer stated that the last couple of days the pump would shut down. Customer stated that it would go blank and he would press the button and the pump would turn back on. Customer changed the battery on monday and it gave him a weak battery alert. Customer stated that the battery seemed to die rather quickly on the last two days. Customer stated that there was a blank screen and the pump seems to restart and do the countdown. Customer noticed that he felt it vibrate on his belt. Customer was using a (B)(4) aaa alkaline battery. Troubleshooting was performed and customer inserted a new aaa alkaline battery. Customer stated that the display returned. Customer will monitor the pump. Customer will be shipped a replacement battery cap. No additional information provided.